Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site was confirmed and the cause was supplier-related. The product returned for evaluation was one 19ga x 1¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. A longitudinally aligned split was observed in the y-site. Microscopic inspection of the split revealed a granular fracture surface. Discoloration and abundant superficial stress cracking were observed in the vicinity of the split. The split propagated along a molding weld line. The split propagated along a molding feature, indicating that features created during the molding process caused the observed fracturing. The stress fracturing observed further suggested that some part of the manufacturing process affected the mechanical properties of the y-site material. The device is a supplied component and the supplier has been notified of this event. The supplier has implemented actions to address this type of component failure and the device was manufactured prior to that implementation.

Event description:
It was reported the patient arrived on saturday to be disconnected and when flushing the line the saline leaked all over through a small crack. Add info rcvd 10/20/2020: patient arrived to be disconnected from chemotherapy pump. Nurse went to flush needle with normal saline when it started leaking on patient through a small crack by hub.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient arrived on saturday to be disconnected and when flushing the line the saline leaked all over through a small crack. Add info rcvd (B)(6) 2020: patient arrived to be disconnected from chemotherapy pump. Nurse went to flush needle with normal saline when it started leaking on patient through a small crack by hub.